Event description:
The pt had a mr procedure. He was scanned with the sense nv coil. No measures were taken to separate the coil cable from the pt's skin. Immediately after the scan a second degree burn with a blister size of approx 10 x 1 cm and in the shape of the coil cable was found on his left hip.

Manufacturer narrative:
The lead was received cut in two pieces. The damage found was sustained during the surgical procedure.

Event description:
It was reported that noise and oversensing was observed on a competitor atrial lead and ventricular lead. The device inappropriately detected several at/vf episodes due to atrial noise and oversensing. Noise was recreated by reaching patients arms around her back. The leads were explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.